Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated apparent explant damage. Helix does not extend, and stylet does not insert fully due to kinked lead. (B)(4)

Event description:
It was reported that during a lead repositioning procedure the physician was unable to retract helix or advance stylet forward in lead due to venous access issues. A new lead was implanted. No patient complications have been reported as a result of this event.